Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was under the age of 18. Block b3: date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the two balloons popped. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Note: this report pertains to one hurricane rx dilation balloon used in a procedure. It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct. According to the complainant, during the procedure, the balloon popped.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the two balloons popped. The procedure was completed with another hurricane rx dilation balloon there were no patient complications reported as a result of this event.